Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed that the oxygen port was not properly seated on the oxygen blender module which created the leak experienced by the customer. The service technician installed a o-ring onto the oxygen blender module and the reported issue was resolved. The device passed 92.2 hours of extended bench testing, passed initial final test and initial alarm volume test with no abnormalities. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator high pressure inlet plate was leaking oxygen while connected to a patient. The customer stated that there was no patient harm associated with the reported event. The crew was able to overcome the issue by temporarily tightening the plate.